Event description:
It was reported that the ilet charger displayed a flashing green indicator rather than a solid green while the device was properly seated on the charger, and a replacement charger was sent. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no need for medical care. Investigation included customer interview and troubleshooting of the charging process. Investigation of this case revealed a suspected charger malfunction consistent with a power or charging component issue. It was concluded, based on previously established findings for similar reports, that the cause was probable device component failure of the charger.